Manufacturer narrative:
Batch review performed on 16 march 2018: mpact double mobility acetabular shell ø50 reference: (B)(4) (k143453). Lot 175552: (B)(4) items manufactured and released on 13 december 2017; expiration date: 2022-12-05. No anomalies found related to the event. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Mpact dm double mobility hc liner 28/dme reference: (B)(4) (k092265) lot 174493: (B)(4) items manufactured and released on 14 november 2017; expiration date: 2022-10-30 no anomalies found related to the event. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Amistem h collared ha coated std stem size 0 reference (B)(4) (k121011) lot 171633: (B)(4) items manufactured and released on 4 august 2017; expiration date: 2022-07-24. No anomalies found related to the event. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5 reference (B)(4) (k112115) lot 172251: (B)(4) items manufactured and released on 27 july 2017; expiration date: 2022-07-18. No anomalies found related to the event. To date, (B)(4) items of the same lot have been already sold without any similar reported issue.

Event description:
The patient came in due to signs of infection. The surgeon revised all hardware. The surgery was completed successfully.